Manufacturer narrative:
The device was returned to smiths medical. The non-conformity as pinhole in the breathing bag is confirmed, the failure show like scissors cut effect. It is concluded that failure reported could not be reproduced using the tools from assembly and packaging process. Cannot be confirmed the failure, the most probable root cause is that pinholes occurred after the product left smiths medical facilities. DHR: no lot number provided for DHR.

Event description:
It was reported that during a pre-use check, the customer found a pinhole in the breathing bag. No patient injury was reported.